Manufacturer narrative:
Angiodynamics is attempting to obtain additional information regarding the event and the usage of the device. It has been indicated that the used guidewire will be returned, but it has not yet arrived. As angiodynamics purchases the guidewire from heraeus medical, they will be sent a supplier corrective action request (scar) to notify them of the event and to evaluate the guidewire once it is available. A supplemental medwatch will be submitted upon completion of the investigation. (B)(4).

Event description:
As reported, during a femoral access procedure, the "floppy tip on the micro wire sheard off in the patient." Detached portion was removed via snare, and the patient is ok. It has been indicated that the used guidewire will be returned for evaluation.

Manufacturer narrative:
The reported packaging lot (5293472) for item number h965457591 had purchased component item number (B)(4) (angiodynamics lot 639175 [sl# pl01598]) and 640129 [sl# (B)(4) packaged in it. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the mini stick product family and the failure mode "guidewire fractured/migrated." No adverse trend was identified. Although the guidewire was not returned for evaluation, a supplier corrective action response (scar) was sent to heraeus medical, angiodynamics' guidewire supplier, for information purposes. Although the exact cause of the reported event is unable to be determined without a sample evaluation, a possible root cause for the fractured guidewire may be the end user pulled the wire back through the needle. The directions for use packaged with the mini stick states: "the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire." (B)(4).